Manufacturer narrative:
Additional information: b3, b5 and b7. B5: upon follow up, it was reported that the cause of peritonitis was unknown. It was reported that the antibiotics treatment were ongoing. Seven days after event onset, pd therapy was discontinued. It was reported that catheterization was planned after 2 months. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The patient was hospitalized. The patient was treated with an injection daptomycin (350 mg once daily) and injection ceftazidime (1gm once daily) for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.